Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, possible stent damage was noted. The physician was attempting to treat a 60% moderately calcified de novo lesion in the lad. The taxus express2 3.0 x 24 mm drug eluting stent could not cross the lesion and was withdrawn. Upon inspection it was noted that the proximal edge of the stent had flared away from the delivery balloon and there was possible damage to the strut. Further predilation and selection of a taxus express2 2.75 x 24 mm drug eluting stent resulted in successful deployment and completion of case. No injuries or complications were reported. The pt status is satisfactory.